Event description:
It was reported that the cast cutter cut a patient's thumb during a cast removal procedure. The patient received two stitches. The procedure was completed successfully with a delay. The user facility was unable to provide the length of the delay.

Event description:
It was reported that the cast cutter cut a patient's thumb during a cast removal procedure. The patient received two stitches. The procedure was completed successfully with a delay. The user facility was unable to provide the length of the delay.

Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete.

Manufacturer narrative:
The reported event was not confirmed and no other failure was found during the device evaluation. The engineer contacted the account for details, and it was explained by the customer that the event was likely a case of user error. Routine maintenance was performed on the device and it was returned to the user facility.